Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 111 mg/dl, 212 mg/dl, 98 mg/dl, 113 mg/dl and 100 mg/dl. No adverse event reported. Alleged device was not returned; replacement was sent.